Event description:
When the surgeon advanced the coil for repositioning, the 4th coil, a deltapaq cerecyte microcoil 1.5mm x 4 cm (B)(4) became entangled with other coils and partly stretched, and the coil prematurely detached from the delivery system in the posterior communicating artery. Part of the coil was in the aneurysm and part was in the vessel. The delivery system was removed though the ev3 microcatheter and the coil was fixed to the vessel wall with a stent. There was no flow restriction/reduction as a result of the event. The procedure was completed with the same microcatheter and there was no adverse outcome. It was reported that a continuous flush had been maintained through the microcatheter and there was no resistance/friction between the coil and the microcatheter. It was further reported that a one to one relationship between the coil and delivery tube was not verified with flouroscopy prior to repositioning, and the microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter.

Manufacturer narrative:
Complaint conclusion: when the surgeon advanced the coil for repositioning, the 4th coil, a deltapaq cerecyte microcoil 1.5mm x 4 cm (B)(4) became entangled with other coils and partly stretched, and the coil prematurely detached from the delivery system in the posterior communicating artery. Part of the coil was in the aneurysm and part was in the vessel. The delivery system was removed though the ev3 microcatheter and the coil was fixed to the vessel wall with a stent. There was no flow restriction/reduction as a result of the event. The procedure was completed with the same microcatheter and there was no adverse outcome. It was reported that a continuous flush had been maintained through the microcatheter and there was no resistance/friction between the coil and the microcatheter. It was further reported that a one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to repositioning, and the microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. The coil was not returned and was found to have been mechanically detached. The most likely contributing factor to the coil stretching and its unintended premature detachment occurred during repositioning of the coil inside the aneurysm. The coil became anchored either on the coil¿s already dwelling inside the aneurysm, on itself, or on the distal tip of the unidentified ev3 microcatheter. When the anchored coil was being retracted for repositioning, the coil stretched and mechanically detached from the device positioning unit (dpu) via the detachment fiber. The event description also offers confirmation, ¿when the surgeon advanced the coil for repositioning, the 4th coil, a deltapaq cerecyte microcoil 1.5mm x 4 cm (B)(4) became entangled with other coils and partly stretched, and the coil prematurely detached from the delivery system in the posterior communicating artery. Part of the coil was in the aneurysm and part was in the vessel. The delivery system was removed though the ev3 microcatheter and the coil was fixed to the vessel wall with a stent.¿ it was further reported that a one to one relationship between the coil and delivery tube was not verified with fluoroscopy prior to repositioning.¿ for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ in addition, without the identification and the return of the unknown ev3 microcatheter used in the procedure, it cannot be determined if this component had any additional contributions to the complaint event. The premature coil detachment was confirmed based on the condition of the returned device. Based on the information provided, procedural factors (coil entanglement and repositioning without verification of a one-to one relationship between the coil and the dpu) may have contributed to the coil detachment. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. There are potential contributing procedural factors addressed in the IFU and there was no evidence of a design or manufacturing issue related to this complaint; therefore, no corrective actions will be taken at this time. (B)(4).